Event description:
It was reported that the patient experienced low oxygen saturation wherein their oxygen desaturated to 77. Reportedly, the unit was not working and failed to alarm. As a result, the patient dialed 911 and was taken to the hospital. In turn, the patient was admitted to the hospital for one week. Later, the patient was admitted to rehab.

Manufacturer narrative:
Inogen has not received the device for further investigation. Inogen will file a supplemental report, if necessary, with further information.